Event description:
It was reported that multiple intermittent empty cartridge alarms occurred while the cartridge was not empty. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A supply change was performed to address the issue and elevated bg